Event description:
Caller reported an error with their continuous glucose monitor (cgm), referenced as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset procedure, assisting the caller through the process. After the reset, the pump no longer displayed the error, and the caller successfully began their sensor session.